Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and car accident. The customer blood glucose level was unknown at the time of incident. Customer had most recently gotten an error that the blood glucose was not sent and continuous glucose meter was not working. Customer had a low blood sugar before getting home and was in a roll over car accident due to the low blood sugar. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.